Manufacturer narrative:
The lot numbers were not provided for the reported malfunctions, so a lot history review could not be performed. The devices were not returned for evaluation. However, two malfunctions provided medical records for review. One investigation confirmed for detachment of device or device component and the second investigation confirmed for detachment of device or device component and difficult to remove. The third investigation is inconclusive for the reported malfunction as the device was not returned. A root cause could not be determined. The devices are labeled for single use. (Device code (B)(4) - difficult to remove).

Event description:
This report summarizes 3 malfunctions. The information reviewed indicated that model rf048f vena cava filter allegedly experienced detachment of device or device component. The information was received was various sources. The malfunctions involved patients with no reported consequences. One male patient was (B)(6) old. Another male patient was (B)(6) old no other patient information was provided.

Manufacturer narrative:
H10: the lot numbers were not provided for the reported malfunctions, so a lot history review could not be performed. The devices were not returned for evaluation. However, two malfunctions provided medical records for review. One investigation confirmed for detachment of device or device component and the second investigation confirmed for detachment of device or device component and difficult to remove. The third investigation is inconclusive for the reported malfunction as the device was not returned. A root cause could not be determined. The devices are labeled for single use. Tam, m., zhu, x., mclennan, g., sands, m., & wang, w. (2010). Abstract no. 2: complications of the bard recovery filter and their effect on attempted retrieval in 107 patients. Journal of vascular and interventional radiology, 21(2). Doi: 10.1016/j.jvir.2009.12.143. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 3 malfunctions. The information reviewed indicated that model rf048f vena cava filter allegedly experienced detachment of device or device component. The information was received was various sources. The malfunctions involved patients with no reported consequences. One male patient was 74 years of age. Another male patient was 32 years of age. No other patient information was provided.